Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use in surgery, the guide wire was found bent. As a result, the set was replaced and the new one was successfully used to complete the procedure on the pt. There was no reported delay, death, or complications to the pt as a result of this occurrence.